Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with xten surgical light. The received customer allegation regarded a non-reportable issue. On (B)(6) 2022, during service visit, the reportable issue was detected - the headlight's handle detached from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
On 6th april 2022, getinge became aware of an issue with xten surgical light. The received customer allegation regarding a non-reportable issue of scratched and tarnished transparent cover. On 4th may 2022, during a service visit, the reportable issue was detected - the headlight's handle detached from the device. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts falling off into a sterile field or during a procedure may cause serious injury. According to the information provided by the getinge technician, the device has been repaired by the replacement of the faulty part. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to the detachment of headlight¿s handle. The device was not being used for patient treatment upon the event occurrence. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. A root cause analysis was performed by subject matter experts and it was established that the detachment of the handle ard567801027 was probably caused by frequent handling or by excessive effort applied on the handle and by the ageing of the plastic. The xten user manual (0130103 rev. 3a, pages 26-31) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check; and mentions to check the overall condition of the side handles, during annual checks. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 6th april 2022 getinge became aware of an issue with xten surgical light. The received customer allegation regarded a non-reportable issue. On 4th may 2022, during service visit, the reportable issue was detected - the headlight's handle detached from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 6th april 2022, getinge became aware of an issue with xten surgical light. The received customer allegation regarded a non-reportable issue of scratched and tarnished transparent cover. On 4th may 2022, during a service visit, the reportable issue was detected - the headlight's handle detached from the device. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts falling off into a sterile field or during a procedure may cause serious injury.

Event description:
On 6th april 2022, getinge became aware of an issue with xten surgical light. The received customer allegation regarded a non-reportable issue of scratched and tarnished transparent cover. On 4th may 2022, during a service visit, the reportable issue was detected - the headlight's handle detached from the device. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts falling off into a sterile field or during a procedure may cause serious injury.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of d4 serial #. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.